Manufacturer narrative:
Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage between the tubes with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the bd vacutainer® citrate tube 1.8 13x75 na citrate (0.109m = 3.2%) leaked after centrifugation between the inner and outer tubes. No serious injury or medical intervention reported. No mucous membrane exposure reported.